Event description:
The nurse inserted a 20g protectiv IV catheter into the patient and noted the flash of blood return. The nurse proceeded to advance the catheter and met some resistance. Upon inspection, it was noted that the needle had advanced completely through the catheter.